Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer's biomed inspected the pump, but did not find any blood intrusion into the pump. The unit was put back into service. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : service by customer's bmet

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood that was noticed in the helium tubing, and had leaked back to the console. The helium tubing was disconnected and clamped. The insertion site was axillary. The patient was taken to the or for another balloon to be inserted. The patient was reported to be stable and there was no harm reported. This report is for the iabp in use during the event, the ruptured iab catheter is being reported separately.